Event description:
Information received from maude database via the FDA which suggests that there was a patient incident involving ipump "patient listed above had an adverse event, and there is a possiblity via initial autopsy report that she had high levels of narcotic." Reportedly, the case is in litigation and no additional information has been provided.

Event description:
The following additional information was provided during an on-site visit to the facility on 08/07/2007. The patient had a malformation which required a craniectomy. Reportedly, the surgery was elective and was successful. The patient was on the ipump for about 36 hours before she went hypoxic, anoxic, and ultimately brain dead. The patient was kept alive artificially for a short period of time beyond that. An autopsy was performed by a third-party provider. The autopsy showed that a morphine overdose was not the primary cause of death. Although requested, the actual cause of death was not released. Reportedly, a nurse confirmed that the infusion to the patient was within the limits of the prescription, and actually below the order.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 14, 2007. The facility has refused to send the sequestered device in for evaluation and has also refused an on-site evaluation, which was offered.

Manufacturer narrative:
Additional information added in section b5.evaluation summary:an on-site evaluation of the pump was performed on 08/07/2007.event history / data log review: there was no history available.testing summary: the pca cable was found plugged in with the cord in the retaining clip. The retaining clip was found cracked. A 9volts battery was inside the battery compartment. The 9v battery was found inserted in the compartment with the + & - contacts facing out to prevent from depletion when not in use. The 9volt battery was measured at 9.54v (specs is >8.2v). The battery was re-inserted properly. The on/off key was pressed. The dc power on self-test passed. There was no prescription found saved in the memory. The pump's configuration = 00485. The alarm log and history was accessed and printed. The pump's configuration was reviewed. The infusion mode was found set to run only on basal + pca. The infusion units were found set to run only on milliliter. The current date and time of the pump was 12/06 and 08:51. After reviewing the configuration, the history was printed. There was no history available. An empty tubing set was connected onto a 250ml reverse osmosis fluid filled IV bag. Visual inspection of the pump fingers showed no damage. Signs of dried fluid was found on the pump's tubing guide. The tubing set was loaded in the tube guide. The air filled tubing was primed four times and passed. The pump was powered off. The pump was powered on to access the configuration. The continuous infusion mode was set to on. The configuration set up was exited. In the functional mode, the pump was programmed to run on continuous at 10.0ml/hr, fluid volume of 100ml and 0.0ml bolus. One-hour accuracy test was performed. The expected delivery is 10.0ml. The pump infused 10.1ml or + 1.0%. Accuracy specification is +/- 8%. The pump was powered off then on. The pump was switched to pca + bas mode for the pca cable test. New infusion settings were entered. The pca cable test was performed and passed. The history retention test was performed and passed. The history was verified and printed out. The pump held the history and was found in specifications. The configuration was accessed and switched the continuous back to off. The reported condition of over-infusion was not confirmed nor duplicated. Assignable cause: the customer's ipump was tested and met specification.

Manufacturer narrative:
Additional information provided in sections a2, a3, and b7.the pump is not available for evaluation. The facility reported the case is in litigation. The pump was sequestered, but will not be released to baxter. Baxter legal has made attempts at requesting additional information regarding the event as well as the status of the pump. Baxter offered an on-site visit, but the facility refused it.